Manufacturer narrative:
Device investigation narrative - two bioraptor knotless suture anchor assemblies were returned for evaluation visual assessment of sample (a) shows the anchor is free from the inserter but remains attached to the stay suture. The anchor is bent and broken at it proximal end where it interfaces with the inserter. The inner shaft of the inserter is bent. The condition of the device is consistent with off axis insertion. Visual assessment of sample (b) the device shows the anchor remains attached inserter. The anchor is bent and broken at it proximal end where it interfaces with the inserter. The inner shaft of the inserter is bent. The condition of the device is consistent with off axis insertion. Per the device IFU (B)(4) under precautions:¿ ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair¿. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bioraptor suture anchors bent during implantation. A grasper was used to remove the anchor. A ten minute delay was noted as a result. No additional anchors were used to complete the surgery. See (B)(4) for second anchor involved in this procedure. Patient's bone quality was described as hard. No patient injury was associated with this event.